Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot was provided therefore a device history could not be done. Additional information received: when was the device implanted? Unknown. Is the device still implanted? No. Date of explant? (B)(6) 2020. Was the entire device removed? Yes. Was the device replaced? No. Any notable observations during explant? No. Have the symptoms resolved since the explant? Unknown. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the product code for this device? What is the lot number for this device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Response: I don't know any of the answers to these questions.

Event description:
It was reported that the linx device was explanted due to the patient's dysphagia.